Event description:
It was reported that after positioning the introducer catheter into the pt's vessel and when attempting to attacheed the delivery system, the hub of the catheter broke. The entire system was removed and replaced with another of the same product through the initial puncture site without any patient injury. The second filter was successfully placed without any further complications being reported.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.